Manufacturer narrative:
(B)(4). Concomitant products: guide cath: taiga 6fr ebu 3.5; stent: xience xpedition 2.75x15. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric, and 99% stenosed lesion in the mid left anterior descending artery. After deploying a 2.75x38 mm xience xpedition stent in the lesion, the advance guide wire was advanced through the deployed stent struts towards the diagonal; however, failed to cross due to becoming stuck with the deployed stent. Resistance was felt during retraction of the guide wire from the deployed stent and after removal the tip coils were found to be stretched. The advance guide wire was then replaced with a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.